Event description:
It was reported that the pump screen was unresponsive, and the buttons performed unexpected actions, preventing proper interaction. There was no adverse impact to the customer's blood glucose level. Despite receiving instructions for a pump reset, the issue persisted. The pump was under warranty, and guidance was provided on returning the pump and handling it in storage mode. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.